Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial oversensing and/or undersensing on the atrial lead during a non-sustained ventricular tachycardia episode. It was further noted that the sensing issue may have been during chest compressions for ventricular tachycardia (vt). The atrial lead remains in use. No patient complications have been reported as a result of this event.